Event description:
It was reported that the patient with this pacemaker device exhibited two pacemaker mediated tachycardia (pmt) events and loss of capture (loc). The patient reported symptoms of lightheadedness and fatigue. There was asystole noted for more than 2 seconds. The right ventricular (rv) lead was repositioned after the implant due to diaphragmatic stimulation. This device remains in service. No adverse patient effects were reported.